Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. In (B)(6) 2016, percutaneous coronary intervention (pci) was performed. The 75% stenosed , de novo, target lesion was located in the highly calcified proximal left anterior descending artery and was 18.5mm long with a reference vessel diameter of 2.9mm. Intravascular ultrasound (ivus) was conducted and pre-dilatation was performed at 20 atmospheres. A 3.00x20 synergy drug eluting stent was implanted to treat the lesion. Ivus was performed again to check the implanted stent and the procedure was completed. Four days after, the patient came back with stent thrombosis and pci was done. The patient was hospitalized and intra-aortic balloon pump was inserted inside the patient's body. Iabp was then removed from the patient and the patient was moved to intensive care unit (ICU). The patient remains hospitalized due to sub-acute thrombosis and other disease. In addition, max-ck raised up to about 6000. Another pci was in consideration due to advancing lesion.